Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer called to troubleshoot the device since her blood glucose has been high. Customer's blood glucose was 27mmol/l. Customer stated the device had just delivered a big bolus and she will check blood glucose again later. No leaks were noted. Customer did not have tubing clamp for high pressure test. The drive support cap was indented. Customer stated the insulin pump did have cracks around the reservoir and battery compartments. No further information reported.